Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ mixed mitral regurgitation (mr), posterior mitral annular calcification (mac), an enlarged left atrium, and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, leaflet grasping was challenging but was ultimately achieved successfully. The clip subsequently demonstrated single leaflet device attachment (slda) from the posterior leaflet, attributed to a severe aorta-hugger trajectory and the enlarged atrium. An additional mitraclip was then deployed to stabilize the slda clip. Post-procedure, the mr was reduced to grade 3. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported difficulty grasping the leaflets and incomplete coaptation - single leaflet device attachment (slda) appear to be related to challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ mixed mitral regurgitation (mr), posterior mitral annular calcification (mac), an enlarged left atrium, and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, leaflet grasping was challenging but was ultimately achieved successfully. The clip subsequently demonstrated single leaflet device attachment (slda) from the posterior leaflet, attributed to a severe aorta-hugger trajectory and the enlarged atrium. An additional mitraclip was then deployed to stabilize the slda clip. Post-procedure, the mr was reduced to grade 3. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.